Manufacturer narrative:
(B)(4). Investigation results: received one speedband superview super 7 device with the irrigation catheter and the velcro strap for analysis; the ligator head was not returned. It was noticed that the crimp was present on the trip wire and the suture was broken. A visual examination of the device found that the trip wire was bent in several locations and was partially rolled in the handle. The trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. The ligator head was not returned with the device; therefore it is unknown if the bands were deployed , if the suture broke or if it was cut to remove the device from the scope and if the ligator head were damaged and this condition could have impacted the bands deployment activity. The complaint did not include a returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Therefore, the most probable cause for the complaint event is device not returned. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of the two devices used during the same procedure. Manufacturer report# 3005099803-2018-00317 pertains to the first speedband superview super 7 device and manufacturer report# 3005099803-2018-00318 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a band ligation performed on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deploy with the first speedband device. A second speedband device was used; however, two bands were released at the same time and the remaining bands failed to deploy. The procedure was not completed due to this event. The patient was given an octreotide drip to stop the bleeding.